Event description:
A customer reported missed antibodies on the galileo when performing correlation studies.

Manufacturer narrative:
Images from the instrument were reviewed. Regions of interest (roi) were out of range, but they were not the wells used for any of the samples involved in the event. The roi's were adjusted and the instrument performed as expected. The presence of the k, s, and fya antigens was confirmed on retention capture-r ready screen (crrs), lot x147. The presence of the e, k, s, and fya antigens was confirmed on retention crrs, lot k105. The customer returned samples for investigation testing. There were insufficient sample volumes to test on the galileo. Samples were negative when testing by manual capture method. When tested by manual hemagglutination tube method using panoscreen reagent red blood cells and immuadd as the potentiator, all samples tested, were very weakly reactive with cells possessing the antigen to the corresponding antibody. The event appears to be related to the nature of the samples with the antibodies being at or below the detection level for the capture method.